Event description:
The customer reported to a baxter representative a condition of one clearlink administration set that was alleged with a blockage at the distal y-site. The report stated that the user was "attempting to use the injection site"; it was reported that a needle-less syringe was utilized at the distal y-site, but no solution could be administered. This condition was observed during patient use on an unknown patient. The set was swapped out for another, and therapy concluded without further incident. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. The sample is available. No additional information is currently available.

Manufacturer narrative:
(B)(4). Evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition of a clearlink continu-flo set that was alleged with a blockage at the distal y-site could not be confirmed; therefore, no root cause could be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.